Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The reporter, the pt's father, reported that on (B)(6) 2011, the pt obtained blood glucose readings ranging from 3.2 mmol/l (58 mg/dl) to 28.0 mmol/l (504 mg/dl). The pt did not test for urinary ketones; he experienced no symptoms of high or low blood glucose levels. Troubleshooting revealed the infusion site appeared intact with no issues, the cannula was not bent, the insulin is being handled appropriately, all total insulin delivery totals are correct, and the pump programming is correct. The reporter noted the pump motor made a loud grinding noise when delivering insulin. Troubleshooting revealed there was no issue with the pump's insulin delivery, however, as the pt obtained a blood glucose reading of 504 mg/dl, this complaint is being reported.